Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb and generator interface (gib) pcb were evaluated and replaced. The system software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.